Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Additional information: the sapien 3 valve was returned to edwards lifesciences for evaluation. Visual inspection of the valve revealed a black fiber present on the inflow of the cp2. No other visual abnormalities were observed on the tissue, frame, sutures or skirt cloth. Review of the photographs of the valve confirmed the observations taken during the product evaluation. Material analysis was performed with fourier transform infrared spectroscopy (fir) on the isolated material collected from the retuned valve. The results from the ftir scan indicated inconclusive results as the black fiber did not match any values from the spectral library. A review of the manufacturing process was performed in order to determine if the black fiber could have originated from the edwards singapore facility. A listing of all the tooling, fixtures and material used in the manufacturing line of 9600tfx valve were generated and reviewed. There was no black fiber being used or any potential source of black fibrous material observed in the manufacturing line. Furthermore, the material of the black fiber could not be identified even after ftir is performed as the match to the spectrum was low. As such, it is not confirmed that the black fiber collected during evaluation is originated from the thv manufacturing process for valve assembly at edwards singapore facility. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review did not reveal any other complaints related to particulate contamination for both the package assembly and the sub-assembly. Complaint history review from september 2018 to august 2019 for the sapien 3 valve revealed additional returned complaints. Manufacturing non-conformances could not be confirmed. A review of complaint history reveals that the occurrence rate did not exceed the august 2019 control limits for the appropriate trend category. Per the IFU and training manuals preparation of the thv before mount and crimp onto the delivery system includes table setup, sheath introducer set preparation, balloon catheter reparation, thv rinsing, delivery system preparation and qualcrimp crimping accessory rinsing. Once prep tasks listed above have been all completed, mount and crimp thv on delivery system will be executed per instructions. The 2nd and 3rd steps are ¿take thv and holder out of rinse bowl¿ and ¿remove thv from holder using sterile scissors¿. During thv rinsing, the valve needs to be removed from the jar using forceps and checked for frame, tissue damage, ID tag/jar lid sn verification, and rinsed with two separate saline solutions for total of 2 minutes minimum. No IFU/training deficiencies were identified for the procedure that could potentially lead to this complaint. During the manufacturing process, there are several manufacturing mitigations in place to detect and remove fiber or particulate in the jar and on the valve. The valve undergoes multiple 100% visual inspections during the manufacturing process. These manufacturing inspections support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint. In this case, the complaint was confirmed. The black particulate observed during visual evaluation was tested and the result determined an inconclusive material source. The source of the black particulate cannot be confirmed as singapore manufacturing process was reviewed and no potential source can be identified. Since the black fiber-like particulate was found during device preparation (out of the jar), it is possible that the particulate was originated from field. Although there is insufficient information to determine a root cause at this time, an awareness communication emphasizing the importance of in-process mitigation on foreign particulate during manufacturing was performed in edwards singapore facility as a precautionary measure. Since no labeling/IFU/training deficiencies were identified and review of complaint history revealed that the occurrence rate did not exceed the august 2019 control limits for the applicable trend category, no corrective or preventative actions are required at this time. However, an awareness communication emphasizing the importance of in-process mitigation on foreign particulate during manufacturing was performed.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported by our affiliate in (B)(6), during the valve preparation for a transfemoral tavr, a 23mm sapien 3 valve was rinsed in saline. After rinsing, a black ¿fibrous foreign material¿ was found on inflow side of a leaflet when the valve was removed from the holder. It was unknown if the foreign material was adhered to the valve before rinsing. The valve was put aside and not utilized. Another sapien 3 valve was prepped and deployed in the patient without issue. The initial valve will be returned to edwards lifesciences for evaluation. The second valve remains implanted in the patient.